Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, biological tissue color red and missing piece of the shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a broken sharp in the posterior side assessed as unidentified (tear) opening and missing piece of the shell assessed as inconclusive.

Event description:
Physician reports a right side rupture. Device has been explanted.

Event description:
Physician reports a right side rupture. Device has been explanted.

Manufacturer narrative:
Upon receipt of additional information the device previously noted as received for this report does not belong to this patient. The correct device for this report has not been received at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4., d.7., h.4., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports a right side rupture. The device remains implanted.